Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues with the tubes were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Instrument company determined was not the microtainer device.

Event description:
Material no. 365965 batch no. 910158n, 912391n it was reported that during use of the bd microtainer® tubes with lh (lithium heparin) there is decreased co2 results when using bd microtainer tubes. The following information was provided by the initial reporter: customer complained of having decreased co2 results using bd microtainer green top tubes. They are still investigating the cause and have confirmed the issue is not from their reagents.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 910158n, medical device expiration date: 2020-09-30, device manufacture date: 2019-04-11. Medical device lot #: 912391n, medical device expiration date: 2020-10-31, device manufacture date: 2019-05-03. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 365965 batch no. 910158n, 912391n. It was reported that during use of the bd microtainer® tubes with lh (lithium heparin) there is decreased co2 results when using bd microtainer tubes. The following information was provided by the initial reporter: customer complained of having decreased co2 results using bd microtainer green top tubes. They are still investigating the cause and have confirmed the issue is not from their reagents.